Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the product was damaged inside the package. The physician could see the damage through the plastic package. The user could not put the parts together and therefore could not use it. Another angio-seal 6fr device was used and worked successfully. Additional information was received on 30oct2020. They stated the insertion devices (dilator and sheath) were damaged.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One unused sealed 6fr angio-seal vip carrier tube assembly was received for product evaluation. Neither the alleged hemostasis sheath or the locator were returned. No other accessory components were returned. Visual inspection revealed that the header bag was completely opened and there was no sheath and/or locator returned for analysis. The sealed polyfoil-pouch was attempted to be completely opened and the carrier tube assembly was carefully removed from it. There were no signs of damage or deformation noted with the returned device. No other visual anomalies were noted. Based on the investigation, the complaint could not be confirmed for kink in the sheath and locator since the alleged components were not returned, the exact root cause cannot be confirmed. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.